Event description:
It was reported that during a routine device check, while performing atrial lead threshold testing, the device suddenly went to elective replacement indicators (eri). The eri indicator was cleared, and the device was reset. Additionally, the atrial lead was tested in unipolar, and the patient experienced pocket stimulation. Subsequently, the device was explanted and replaced, and the atrial lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. The battery depletion was found to be normal and met expected longevity.